Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of lead noise and low sensing amplitude were observed. The lead was capped and replaced upon examination of insulation abrasion at the proximal end of the lead. The patient condition is well.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received states before the lead was capped, the observed noise appeared to be post-paced t-wave oversensing.